Event description:
After the vascade was deployed, it would not release to be removed from the body. We cut the device as instructed by the rep. It still would not release. With heparinized saline and manipulation, the device released.